Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the facility¿s biomed are replacing approximately twelve (12) pressure sensors a month; it is about equal between both upper and lower pressure sensors. This was reported to bd representatives during their site visit. Their biomed also stated that they do use 3rd party parts when ¿we are backlogged.¿ most commonly currently is it batteries, bezels and pressures sensors. The facility reportedly most commonly makes purchases from ¿alpha source for 3rd party parts.¿ there was no report of patient involvement.